Event description:
During a review of a patient's programming history it was observed that on (B)(6) 2007, the device was interrogated then programmed to 0.25/30/500/30/5. Subsequently, a system diagnostic was performed and resulted in "fault" and caused the device settings to change to 1.0/20/500/30/60. System diagnostics was performed again and the results were 3/ok/ok/no. Programming events occurred and the final interrogation, showed the device settings of 0.25/20/500/30/60. It appears that the patient left the visit at the unintended settings. There were no reports of any patient adverse events as a result of the setting change. The patient's off time was not changed until a follow-up visit on (B)(6) 2007 however, the patient was seen on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming and diagnostic history performed.